Event description:
Litigation papers allege the patient suffers from pain, discomfort and interfers with performing daily activities.

Manufacturer narrative:
Additional information and corrected: brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient suffers from pain, discomfort and interferes with performing daily activities. Update 09/05/2012 - plaintiff's preliminary disclosure form was received which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 03/07/2013 - patient's revision operative records were received. Records indicate upon revision murky fluid and brownish green stained synovium were found. No new information that would change the existing MDR decision. Update 5/14/2013 - plaintiff's preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Added: event/problem description, explant date, date received by manufacturer. Depuy still considers this investigation closed.